Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Corrected information: d3, g1, g2 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - may we have a copy of operative report for mesh replacement surgery in 2008? - the patient demographic info: age, weight, bmi at the time of index procedure 2008? - other relevant patient comorbidities/concomitant medications? - product code and lot number of the mesh explanted in surgery 2008? - product code and lot number of the mesh implanted in surgery 2008? - surgical findings of mesh replacement surgery in 2008? - what is physician¿s opinion as to the etiology of or contributing factors to the bladder prolapse in 2008? - what is physician¿s opinion as to the etiology of or contributing factors to the events occurred after replacement surgery in 2008 (bleeding, bacterial infection, abscess and mesh erosion into vaginal walls)? - what is the patient's current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative reports 2005, 2007, 2008 and final removal in 2019? Does ethicon have your permission to contact your surgeons, in the event ethicon would like to contact your surgeons for more clinical information to be used for a product quality complaint investigation? If so, please review and sign release of medical information form attached in order to contact your surgeons for additional information? Note: events occurred after mesh #1 implanted in 2005 and mesh # 3 implanted on (B)(6) 2008 were captured in the related files and submitted via 2210968-2019-87949, 2210968-2019-87961 and 2210968-2019-87970 accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and the unknown mesh was implanted to replace the previous implanted mesh due to recurrent bladder prolapse. It was successful until 2008. The prolapse of bladder returned and the mesh was replaced on (B)(6) 2008.